Event description:
It was reported that the pt experienced no stimulation. The pt's programmer and recharger were both working well. The pt stated their implantable neurostimulator was fully charged, but was unable to feel stimulation despite increasing the amplitude.

Manufacturer narrative:
(B) (4)